Event description:
It was reported that customer experienced broken pump screen, which resulted in black display that was unreadable and unresponsive even though pump powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation and received replacement pump, with no additional information provided regarding further actions.